Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A philips field service engineer (fse) went onsite and confirmed the problem. The fse replaced the speaker to resolve the issue. Illance and risk management processes. The device was operational after replacing the speaker. If additional information is received the complaint file will be reopened.

Event description:
The customer reported speaker failure. There was no sound. The device was in use at time of event, there was no adverse event reported.